Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the cartridges kept falling out of the gun causing it to fall into the chest. 09/03/1998 they opened another ez45 to complete the case. There was no consequence to the pt.